Manufacturer narrative:
Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) would not recognize a purge disc during insertion of the purge cassette during set-up for a clinical case. The aic was exchanged for a new device and the issue resolved. There was no patient harm/involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. H6 codes updated to reflect product return.